Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified tibial artery. A 2.0 x 200 mm armada 14 balloon catheter was advanced to the lesion and when inflated, the balloon ruptured before nominal pressure was achieved. Another armada 14 was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.